Manufacturer narrative:
Reporter phone #: (B)(6).

Event description:
The international philips field service engineer (fse) reported a ventilator needed a battery replacement. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The field service engineer (fse)evaluated the device. The philips international fse replaced the battery. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
The field service engineer (fse) evaluated the device. The philips international fse replaced the battery. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. The international philips field service engineer (fse) reported a ventilator needed a battery replacement in anticipation of the preventative maintenance (pm) to be performed as it had exceeded 5 years of useful life. Per the v60/v60 plus ventilator service manual, the battery is to be replaced every five years as per periodic maintenance procedures. The battery has reached shelf-life as specified by the manufacturer. Therefore, this complaint no longer meets reportability requirements.